Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield would not cut and seal properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the center of the hot jaw. The wire remained attached at the tip and base of the hot jaw. Tissue and char material were observed on the jaws. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions. The device activated and transected tissue five (5) times with no cautery failure observed. The device safety shut down mechanism integrated in the handle activated after 21 seconds of being activated. The safety shut down test was repeated four additional times and deactivated the device after approximately 23 seconds. We were unable to observe any electrical issues or failure to cut for the complaint unit during our testing. The reported failure mode "failure to cut" was unable to be confirmed, but the analyzed failure mode "bent wire" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield would not cut and seal properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.